Event description:
It was reported that a patent underwent a sling procedure and cystocele procedure in 2008. Following the procedure, the patient experienced difficulty healing in the vaginal area on the left side. The patient had experienced "ice-pick pain" since the surgery and is currently on ibuprofen. Approx two months later, the patent underwent a revision, which required additional stitching of an area. In early 2009, the patient had a follow up visit with her surgeon and the patient has "torn muscles of an unknown area". The patient plans to see the surgeon the following month, and if there is no improvement she will undergo a third surgical procedure.

Manufacturer narrative:
(Torn muscles occurred); conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.